Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("malpositioned essure implant") in a 37-year-old female patient who had essure (batch no. B727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for candidiasis: diflucan x2. Concurrent conditions included paratubal cyst. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's"), anxiety ("mental anguish"), tooth disorder ("dental problems"), rash ("rashes"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2015, 4 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("still lot of bloat"), musculoskeletal discomfort ("bothers me the most is my right shoulder"), blood pressure abnormal ("she tired 2 different blood pressure medicine and it didn't help"), feeling cold ("still cold") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy due to complications from the essure device) and surgery (robotic-assisted laparoscopic bilateral salpingectomy with removal of essure implants). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, musculoskeletal discomfort, blood pressure abnormal, feeling cold, vaginal haemorrhage, menorrhagia, depression, raynaud's phenomenon, anxiety, tooth disorder, rash, vaginal discharge, weight increased and abdominal pain lower outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, blood pressure abnormal, depression, device dislocation, fallopian tube perforation, feeling cold, menorrhagia, musculoskeletal discomfort, rash, raynaud's phenomenon, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 days post operation (tubes only), she still had lot of bloat, pain was easing up but still there (right side only). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral fallopian tube obstruction confirmed. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, musculoskeletal discomfort, she tired 2 different blood pressure medicine and it didn't help and still cold. Concerning the injuries reported in this case, the following ones were reported via social media:right lower quadrant pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. Patient¿s demographic information, lot number were added. Added event abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), depression , mental anguish, raynaud's disorder, rashes, dental problems, vaginal discharge, weight gain,right lower quadrant pain, malpositioned essure implant (event taken from insertion details). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("malpositioned essure implant") in a 37-year-old female patient who had essure (batch no. B727086-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for candidiasis: diflucan x2. Concurrent conditions included paratubal cyst. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's"), anxiety ("mental anguish"), tooth disorder ("dental problems"), rash ("rashes"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2015, 4 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("still lot of bloat"), musculoskeletal discomfort ("bothers me the most is my right shoulder"), blood pressure abnormal ("she tired 2 different blood pressure medicine and it didn't help"), feeling cold ("still cold") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy due to complications from the essure device).essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, musculoskeletal discomfort, blood pressure abnormal, feeling cold, vaginal haemorrhage, menorrhagia, depression, raynaud's phenomenon, anxiety, tooth disorder, rash, vaginal discharge, weight increased and abdominal pain lower outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, blood pressure abnormal, depression, device dislocation, fallopian tube perforation, feeling cold, menorrhagia, musculoskeletal discomfort, rash, raynaud's phenomenon, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 days post operation (tubes only), she still had lot of bloat, pain was easing up but still there (right side only). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral fallopian tube obstruction confirmed. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, musculoskeletal discomfort, she tired 2 different blood pressure medicine and it didn't help and still cold. Concerning the injuries reported in this case, the following ones were reported via social media:right lower quadrant pain. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("still lot of bloat"), musculoskeletal discomfort ("bothers me the most is my right shoulder"), blood pressure abnormal ("she tired 2 different blood pressure medicine and it didn't help") and feeling cold ("still cold"). The patient was treated with surgery (laparoscopic bilateral salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the fallopian tube perforation, musculoskeletal discomfort, blood pressure abnormal and feeling cold outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, blood pressure abnormal, fallopian tube perforation, feeling cold and musculoskeletal discomfort to be related to essure. The reporter commented: 2 days post operation (tubes only), she still had lot of bloat, pain was easing up but still there (right side only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded . Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, musculoskeletal discomfort, she tired 2 different blood pressure medicine and it didn't help and still cold most recent follow-up information incorporated above includes: on 2-feb-2018: content from medical records via social media- reporter information and events she tired 2 different blood pressure medicine and it didn't help and still cold were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('malpositioned essure implant') in a 37-year-old female patient who had essure (batch no. B727086-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for candidiasis: diflucan x2. Concurrent conditions included paratubal cyst. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's"), anxiety ("mental anguish"), tooth disorder ("dental problems"), rash ("rashes") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("still lot of bloat"), musculoskeletal discomfort ("bothers me the most is my right shoulder"), feeling cold ("still cold"), abdominal pain lower ("right lower quadrent pain"), contusion ("you're all bruised up"), autoimmune thyroiditis ("hashimotos"), irritable bowel syndrome ("ibs") and dumping syndrome ("dumping syndrome") and was found to have blood pressure abnormal ("she tired 2 different blood pressure medicine and it didn't help"). The patient was treated with surgery (robotic-assisted laparoscopic bilateral salpingectomy with removal of essure implants and laparoscopic bilateral salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, musculoskeletal discomfort, blood pressure abnormal, feeling cold, vaginal haemorrhage, menorrhagia, depression, raynaud's phenomenon, anxiety, tooth disorder, rash, vaginal discharge, weight increased, abdominal pain lower, contusion, autoimmune thyroiditis, irritable bowel syndrome and dumping syndrome outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, autoimmune thyroiditis, blood pressure abnormal, contusion, depression, device dislocation, dumping syndrome, fallopian tube perforation, feeling cold, irritable bowel syndrome, menorrhagia, musculoskeletal discomfort, rash, raynaud's phenomenon, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 days post operation (tubes only), she still had lot of bloat, pain was easing up but still there (right side only). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tube obstruction confirmed. Lot number ( b727086 ) is not valid. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter was added. Hashimots disease event was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('malpositioned essure implant') in a 37-year-old female patient who had essure (batch no. B727086-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for candidiasis: diflucan x2. Concurrent conditions included paratubal cyst. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's"), anxiety ("mental anguish"), tooth disorder ("dental problems"), rash ("rashes") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("still lot of bloat"), musculoskeletal discomfort ("bothers me the most is my right shoulder"), feeling cold ("still cold"), abdominal pain lower ("right lower quadrent pain"), contusion ("you're all bruised up"), autoimmune thyroiditis ("hashimotos"), irritable bowel syndrome ("ibs") and dumping syndrome ("dumping syndrome") and was found to have blood pressure abnormal ("she tired 2 different blood pressure medicine and it didn't help"). The patient was treated with surgery (robotic-assisted laparoscopic bilateral salpingectomy with removal of essure implants and laparoscopic bilateral salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, musculoskeletal discomfort, blood pressure abnormal, feeling cold, vaginal haemorrhage, menorrhagia, depression, raynaud's phenomenon, anxiety, tooth disorder, rash, vaginal discharge, weight increased, abdominal pain lower, contusion, autoimmune thyroiditis, irritable bowel syndrome and dumping syndrome outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, autoimmune thyroiditis, blood pressure abnormal, contusion, depression, device dislocation, dumping syndrome, fallopian tube perforation, feeling cold, irritable bowel syndrome, menorrhagia, musculoskeletal discomfort, rash, raynaud's phenomenon, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 days post operation (tubes only), she still had lot of bloat, pain was easing up but still there (right side only). She had been treated for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tube obstruction confirmed. Lot number ( b727086 ) is not valid . Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. There was no significant change in the medical context of case. No new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('malpositioned essure implant') in a 37-year-old female patient who had essure (batch no. B727086-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for candidiasis: diflucan x2. Concurrent conditions included paratubal cyst. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's"), anxiety ("mental anguish"), tooth disorder ("dental problems"), rash ("rashes") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("still lot of bloat"), musculoskeletal discomfort ("bothers me the most is my right shoulder"), feeling cold ("still cold"), abdominal pain lower ("right lower quadrant pain") and contusion ("you're all bruised up") and was found to have blood pressure abnormal ("she tired 2 different blood pressure medicine and it didn't help"). The patient was treated with surgery (robotic-assisted laparoscopic bilateral salpingectomy with removal of essure implants ). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, musculoskeletal discomfort, blood pressure abnormal, feeling cold, vaginal haemorrhage, menorrhagia, depression, raynaud's phenomenon, anxiety, tooth disorder, rash, vaginal discharge, weight increased, abdominal pain lower and contusion outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, blood pressure abnormal, contusion, depression, device dislocation, fallopian tube perforation, feeling cold, menorrhagia, musculoskeletal discomfort, rash, raynaud's phenomenon, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 days post operation (tubes only), she still had lot of bloat, pain was easing up but still there (right side only). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tube obstruction confirmed. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media received. New event added: you're all bruised up. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('malpositioned essure implant') in a 37-year-old female patient who had essure (batch no. B727086-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for candidiasis: diflucan x2. Concurrent conditions included paratubal cyst. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's"), anxiety ("mental anguish"), tooth disorder ("dental problems"), rash ("rashes") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("still lot of bloat"), musculoskeletal discomfort ("bothers me the most is my right shoulder"), feeling cold ("still cold"), abdominal pain lower ("right lower quadrent pain") and contusion ("you're all bruised up") and was found to have blood pressure abnormal ("she tired 2 different blood pressure medicine and it didn't help"). The patient was treated with surgery (robotic-assisted laparoscopic bilateral salpingectomy with removal of essure implants and laparoscopic bilateral salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, musculoskeletal discomfort, blood pressure abnormal, feeling cold, vaginal haemorrhage, menorrhagia, depression, raynaud's phenomenon, anxiety, tooth disorder, rash, vaginal discharge, weight increased, abdominal pain lower and contusion outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, blood pressure abnormal, contusion, depression, device dislocation, fallopian tube perforation, feeling cold, menorrhagia, musculoskeletal discomfort, rash, raynaud's phenomenon, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 days post operation (tubes only), she still had lot of bloat, pain was easing up but still there (right side only). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tube obstruction confirmed. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 11-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("still lot of bloat") and musculoskeletal discomfort ("bothers me the most is my right shoulder"). The patient was treated with surgery (laparoscopic bilateral salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the fallopian tube perforation and musculoskeletal discomfort outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, fallopian tube perforation and musculoskeletal discomfort to be related to essure. The reporter commented: 2 days post operation (tubes only), she still had lot of bloat, pain was easing up but still there (right side only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension and musculoskeletal discomfort. Most recent follow-up information incorporated above includes: on 31-jan-2018: reporter information updated. Events abdominal distension and musculoskeletal discomfort were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic bilateral salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.